Manufacturer narrative:
(B)(4).

Event description:
After successfully completing a lead extraction with no reported product issues, the diathermy indifferent electrode was removed from the patient's left upper leg revealing two small, but deep burn marks on the edge of where the patch was. The patient burn was not visible while the patch was attached and there was no indication of poor contact with the electrode.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
After successfully completing a lead extraction with no reported product issues, the diathermy indifferent electrode was removed from the patient's left upper leg revealing two small, but deep burn marks on the edge of where the patch was. The patient burn was not visible while the patch was attached and there was no indication of poor contact with the electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.